Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/01/2004 to the present date 10/12/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the (B)(4)system.

Event description:
It was reported that the device had a cracked bezel. No patient involvement was noted.